Manufacturer narrative:
(B)(6) notified sakura finetek USA that a local sakura support visited the customer on 11-jul-2024 to check the instrument and gather instrument logfiles. Nothing out of the ordinary was found when the instrument was checked physically, it was working according to specification. Customer continued use of the instrument between date of the incident (5-jul) and date of reporting (10-jul) without any issues. Unfortunately due the continued use of the instrument and the delay in reporting the event by the customer, no information could be retrieved from the logfiles. It is highly suspected that the root cause of the serious incident is use error. No further information was received from the customer at the time of this report.

Event description:
(B)(6) notified sakura finetek USA on 17-july-2024 about the incident that occurred on 05-july-2024 at the customer hospital clínic de barcelona's site. The customer reported that on the date of the incident, a user of the tissue-tek autosection automated microtome had cut a big portion of her finger and nail while trimming a paraffin block without the red bar protection. User forgot to stop the movement of the chuck and put the finger between the chuck and the blade. The user needed medical intervention and the injured portion of the finger and nail was not able to be reattached due to the type of cut and injury the user had suffered. The injured/ cut portion was not reattached causing permanent damage to the user. The customer did not report this incident to sakura finetek europe immediately and was only reported on 10-july-2024 by local sakura support visiting the customer site.